Manufacturer narrative:
Continuation of d10: product ID 97745ac; serial# unknown; product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that 2 nights ago they left the controller charging and when they woke up the controller was at 20%. Caller stated they charged the controller again and but controller only charged up to 50%. Pt stated they think a fuse may have blown. Caller noted that yesterday they were able to get a little bit of charge on the controller and then disconnected the controller from the ac power supply so they could charge the implant. Patient service specialist walked caller through removing the battery pack and plugging controller into the power supply cord; caller confirmed controller does not power on. Caller confirmed green light was not on ac power supply cord even after trying multiple outlets. The issue was not resolved.